Event description:
This event was reported as subacute bacterial endocarditis, large vegetation and fever. The patient underwent successful medical treatment with IV antibiotics and then was re-hospitalized with a fever. No further information was provided.